Event description:
It was reported that the device was oversensing t-waves. The device's sensitivity was reprogrammed from 0.3mv to 0.45mv and this corrected the oversensing issue. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.